Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h6, h8, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot or serial identification are necessary for review of device history records, neither were provided. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. Device not returned.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported after right hip surgery was completed, the hemovac drain tube was placed. At removal, the tube broke off leaving approximately four inches inside the patient. No additional consequences have been reported as a result of this malfunction.